Manufacturer narrative:
The reported events of inability to interrogate and no output were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal voltage level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the patient presented remotely via merlin.net. During review, it was determined the pacemaker was not connecting. The patient was brought into clinic exhibiting bradycardia. It was determined the pacemaker could not be interrogated and had no pacing output. The pacemaker was explanted and replaced. The patient was in stable condition before, during, and after.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.